Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received one labeled winding former, and one needle suture piece pertain to the product code sxpp1a401. During the visual assessment of the needle-suture, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and a side the fixation tab was found to be broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device slmekj batch number and no non-conformances were identified.

Event description:
It was reported that a patient underwent a lumbar nerve root canal decompression, bone graft fusion and internal fixation surgery on (B)(6) 2023 and a barbed suture was used. Prior to use on the patient, the fixation feature had been found broken when it was opened for the procedure. Changed to another one to complete surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the fixation tab was found to be broken.